Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 600 mg/dl. Customer declined troubleshooting for high blood glucose and only needed assistance in changing the infusion set. No further details given.